Event description:
It was reported that during the implant procedure the setscrew was cross-threaded and wouldn't turn. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies were found; set screw-in connector bore was noted.